Manufacturer narrative:
(B)(4). On an unreported date, the patient¿s effluent fluid was clear. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin injections (500mg, route, frequency, and duration not reported) and amikacin injections (50mg, frequency, route, and duration not reported) for the peritonitis. Dianeal therapy was ongoing. The patient was recovering from the peritonitis event. Additional information was requested but is not available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.